Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: break of the key. Probable root cause: design. Inadequate material selected for instrument tip profile inadequate to support torque during use tip profile does not fully interface with screw process nonconforming raw material used instrument not manufactured to print incomplete material processing (ie heat treating) application excessive or insufficient force used screw inserted at an angle incorrect size of screw for tunnel/graft tap not used before insertion driver not fully inserted into screw the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.